Event description:
A patient reported experiencing inaccurate low results with an one touch ultra meter. The patient's blood glucose results were 88, 54 and 99 mg/dl. Tests were done within 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.